Manufacturer narrative:
Device 3 of 3

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported on 06 may, 13 may and 16 may 2024 that the infusion set fell off during use. Infusion set was in use for 2 days. No further information was available.